Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis. Five pictures were received and of them one was a side view and no leak was detected; four of them were front views and a drop fleeing from the bonding between the pump tube and the tube was observed. Visual inspection found delamination in the join between the pump tube and the tube. Leak testing was performed using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the bonding between the tubing and pump tube. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received that this smiths medical cadd administration sets tubing was leaking. The nurse reported that the tubing was dripping from the left side of the cassette area. It was reported that the leak was substantial enough that upon opening the plastic box that houses the pca pump, it was noticed that there was some fluid accumulation inside the plastic box underneath the area where the tubing was leaking from. According to the report, it possible that the patient did not received full amount of pain medication due to the amount leaking from the tubing. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: five (5) photos were provided as well as one (1) cadd administration set (part number 21-7391-24, lot number 3765240) in used condition without its original packaging for analysis. A review of the photos showed that one (1) provided a side view of the product connected to a cadd pump and no leaks were detected. Four (4) of the photos provided a front view of the same device and a drop was observed at the bonding. The physical administration set was visually inspected and delamination was found in the join. Leak testing was performed on the received sample and a leak was observed at the bonding. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. The problem source could not be identified. Based on evidence and investigation, the complaint allegation was confirmed.